Event description:
It was reported that the customer had a bolus anomaly. The customer's blood glucose level is unknown at the time of the event, but the most current blood glucose level was 220 mg/dl. Customer states they accidently programed wrong amount of units. Also customer mentioned that the insulin pump was working correctly. Troubleshooting was not performed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.